Event description:
The customer reported being in the emergency room due to high blood glucose. The customer mentioned that he is not sure if he had flu. The caller stated that his blood glucose was treated with an insulin drip and then he went back on the insulin pump. Troubleshooting was declined as customer stated that the top of the reservoir is too loose. The customer changed the infusion set and his blood glucose has been fine. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.